Manufacturer narrative:
The customer requested to the remote service engineer (rse) that the service be placed under their contract, but the contract had expired. The rse provided the customer with the part information, pricing, and a quote for a replacement touchscreen. Onsite service by a field service engineer (fse) is pending. On 19jul2024, an fse went to the customer site to evaluate the device. The fse performed an operation precheck and the touchscreen was confirmed to not be responding to touch. The fse attempted to calibrate the touchscreen and the issue persisted. The fse then replaced the touchscreen part to resolve the issue. Following the repair, the fse successfully completed an electrical safety test and a performance verification test. Having confirmed full functionality, the device was then returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer requested to the remote service engineer (rse) that the service be placed under their contract, but the contract had expired. The rse provided the customer with the part information, pricing, and a quote for a replacement touchscreen. Onsite service by a field service engineer (fse) is pending. This investigation is ongoing.